Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the cardiologist the pt had low flow since implantation of the lvad. The hospital staff increased the pump speed to 13,000 pms but they could not get the aortic valve to close, and a suction event occurred. The pt was in renal and liver failure. A tandem heart was implanted. A few days later, the vad coordinator reported that the pt's pump was exchanged due to suspected pump thrombus. The inflow conduit and outflow graft were not exchanged. It was reported that thrombus was noted on the rotor. After the pump was exchanged, the pt was on multiple pressors for support and a video assisted thoracic surgery for a large loculated pleural effusion was performed. Per additional info received from the vad coordinator, the pt is recovering slowly and should be discharged in the next few days. The pt remains ongoing with the new lvad.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.